Event description:
Sterility issue w/ sterile surgical pack. Hair found on "bandage, esmark 6"x12' lat free" contained within sterile surgical supply pack. Discovered by scrub person while finishing sterile set-up of one-of-three table. Outcome was two of the three sterile set-ups had to be replaced, 5 sterile instrument trays, and sterile supplies contained on two of the three sterile tables. Contamination discovered and contained prior to patient use.